Manufacturer narrative:
(B)(4). Device not sold in the us. However, similar device sold in the us.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the ars and didn't advance. A new kit was opened.

Manufacturer narrative:
(B)(4). One spring wire guide (swg) assembly and one introducer catheter were returned. The components showed evidence of use. The components were visually examined with and without magnification. The swg was kinked 2cm from the j-bend weld. No defects or anomalies were observed on the catheter. The length and diameter of the swg were measured and both were found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. The swg was inserted into the catheter hub 4 times, rotating the catheter 1/4 turn between insertions. Resistance was encountered during all four insertions preventing the swg from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A DHR review was performed on the swg and introducer catheter and did not reveal any manufacturing related issues. Other remarks: the report of difficulty passing the swg wire through the introducer catheter was confirmed through functional testing of the returned sample. There was a deformity inside the catheter hub that prevents the guide wire from passing through the catheter in certain orientations. The probable cause of this issue is manufacturing related. Nonconformance (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the ars and didn't advance. A new kit was opened.